Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a black embedded, partially encapsulated particulate matter inside the drain line tubing wall. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to the extrusion process during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed inside the amia automated pd cycler set. The pm was further described as, ¿black piece of something inside this cassette¿. This was observed during set up of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.